Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that the handpiece device had a jammed trigger. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated and it was observed that although the device was electronically and fully functional, the housing of the device was damaged and the product was not tight anymore. Therefore, the reported condition was confirmed. It was determined that the cause of this condition was due to the product being dropped. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the date the device was returned to the manufacturer was reported as (B)(6) 2017 in the previous report and has been updated to (B)(6) 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon complaint review it was inadvertently missed in the initial report that the event occurred during an unspecified surgery. It was also reported that the drill was in reamer mode and would not stop. The button was in the right position but still would not run. Problem with jammed buttons. It was reported that the issue drill was on the table and works (runs) alone. It was reported that another device was available in order to successfully complete the surgery. The date the device was returned to the manufacturer was reported as april 6, 2017 in the initial report and has been updated to june 20, 2017. Additional information: further evaluation of the device revealed that the device housing was cracked, housing in the cover area was damaged. It was also noted that the device failed pre-test for leakage. If additional information should become available, a supplemental medwatch report will be submitted accordingly.